Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Litigation and medical records received ad 11 may 2022. It was reported the patient had a right total hip arthroplasty, to address right hip degenerative joint disease. Depuy components were used during this procedure. Doi: (B)(6) 2018; dor: (B)(6) 2021; right hip.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot: a manufacturing record evaluation (mre), was not possible because the required lot code was not provided. H10 additional narrative: e3 initial reporter occupation: lawyer.

Event description:
On (B)(6) 2018 the patient had a right total hip arthroplasty, to address right hip degenerative joint disease. Depuy components were used during this procedure. Physical therapy notes report that on (B)(6) 2018, patient admitted to hospital x3 days related to fatigue, mild confusion, elevated wbc¿s, place don IV antibiotics. Recurring fevers and leukocytosis, hip effusion, right, the patient had a CT aspiration of right hip to address right hip effusion *on (B)(6) 2018, the patient reports having falling on wet floor, pain and difficulty walking. On (B)(6) 2021 the patient underwent a revision, anterior right total hip replacement to address failed right total hip replacement, disengagement of polyethylene liner, spin out. The indications for surgery including pain and squeaking of the right hip. During the procedure the surgeon reported finding a fractured disengaged polyethylene liner, well-fixed acetabular component, well-fixed femoral component. The surgeon reported that there was no obvious insufficiency of the locking mechanisms, however, ¿this could be microscopic¿. The femoral head had a wear stripe from articulation against the acetabular component. The cup, liner, head, and 1 screw were removed. Depuy components were implanted in this procedure.